Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness (achy joints, chronic back pain, and blurred vision) note: mentor estimated date of explantation to be (B)(6) 2019 based on alert date of (B)(6) 2019. If additional information is received, it will be reported accordingly. (B)(4).

Event description:
It was reported that a female patient of unknown age and race underwent unspecified breast surgery with unknown implants. Now this patient reported generalized illness (achy joints, chronic back pain, and blurred vision). As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.